Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by service report that the head end of the stretcher would not go up or down. No pt involvement or adverse consequences are reported.